Event description:
Late 60¿s male with history of diabetes, hypertension and pulmonary embolism. Resent shortness of breath and tachycardia. Procedure: heart catheterization, percutaneous coronary intervention and balloon angioplasty. The shaft of the boston scientific nc emerge monorail ptca dilatation catheter broke, in patient, while stenting. Device removed without known harm to patient. Another catheter was used to finish procedure. Manufacturer response for catheters, transluminal coronary angioplasty, percutaneous, nc emerge® (per site reporter). Will obtain.